Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of failed recognition test to be related to the customer reported complaint. The instrument was found to have failed the recognition test based on log review. The root cause was not determinable/applicable as the issue was not reproduced in testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Additional observations not reported by the site and that were not related to the customer reported complaint were identified. The instrument was found to have thermal damage on the monopolar yaw pulley and conductor wire cap near the weld location. The root cause of this failure was attributed to device design. The instrument was found to have a broken conductor wire/damaged insulation at the distal end near the location of the thermal damage. The instrument failed the electrical continuity test. The cause of the conductor wire breakage and subsequent thermal damage is attributed to device design/manufacturing as the findings suggest that the conductor wire broke at the weld location. The instrument was also found to have thermal damage to the conductor cap, with root cause attributed to mishandling/misuse. A review of the device logs for the pch (part# 420183-15/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in name and address is not available. Fields PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the permanent cautery hook (pch) instrument was not recognized. The procedure was completed with no reported injury.